Event description:
A (B)(6) male patient reported on (B)(6) 2014 that his monitor was displaying a service code 107 (multiple abnormal shutdowns). Upon initial investigation the monitor passed incoming functionality testing. Upon further analysis on 03/03/2015, the monitor was intermittently resetting. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. During investigation the monitor was found to be intermittently resetting, resulting in the reported service code. The cause for the resets was isolated to a defective u104 pxa processor on the monitor c/a board. The root cause for the defective u104 processor could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.